Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported, "revision on (B)(6) 2016 of right total hip. Surgeon removed cup and put in a new cup with mdm and new femoral head. Patient was complaining of pain."